Event description:
It was reported that the pt feels that the vns is not functioning properly as he does not feel it stimulate. He has had increased seizures up to 10-15 per week. He reports he was on dilantin up to 800mg per day and his current regimen appears to be keppra 500mg, gabapentin 400mg, and depakote 500mg. Per physician, the increase seizures are possibly secondary to dilantin levels, the discontinuation of tegretol and possible problems with the vns. The physician increased the pt's dilantin levels. Attempts for further info have been unsuccessful to date.

Event description:
Follow-up with the physician's office revealed that the patient's increased seizures began in (B)(6) 2010, when the patient was being treated with another physician. The physician does not plan on changing the patient's programming settings and dosing. The patient has not been seen by the physician since (B)(6) 2011. The physician's office did not have further information.